Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the keypad buttons were found to be delayed, intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts. There was a hole observed in the audio bolus button, but the button was functional. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The test battery cap was able to fully tighten. There was no evidence of moisture damage observed in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.